Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a 20 mm sapien 3 valve was unable to cross a previously implanted trifecta valve. An attempt was made to retrieve the valve through the esheath, but withdrawal difficulty was encountered. The valve was deployed in descending aorta. A second 20 mm sapien 3 valve was prepped and successfully deployed in the aortic position via transfemoral approach.

Manufacturer narrative:
UDI: (B)(4). The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. Procedural imagery was reviewed. The imagery provided showed that the access vessels were tortuous and heavily calcified. Additionally, both access vessels were undersized. The annulus and prosthetic valve appeared to be significantly calcified. No imagery was provided which would confirm the complaint or confirm any potential root causes. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other complaints for ¿delivery system ¿ difficulty crossing prosthetic valve¿ or ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿. Complaint data for the previous 12 months ((B)(6) 2018 through (B)(6) 2019) was reviewed for the commander delivery system (all models and sizes) and revealed that the complaint rate for the applicable trend category (¿difficulty crossing¿) did not exceed its control limit. IFU, device preparation and training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the unavailability of the devices, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests that patient/procedural factors (valve calcification; tortuous/calcified access vessels) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.